Manufacturer narrative:
The product was not yet received by the manufacturer for analysis. Product met all specification prior to release. No conclusion can be drawn at this time.all information currently available is included in this report.

Event description:
A nurse reported that the intraocular lens was explanted during the initial surgery because of a capsular tear. Surgeon changed the lens type and completed surgery with no additional complications.